Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a problem with the transfer of an arrhythmia alarm. No death or patient / user injury or harm was reported.